Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they needed help with controlling their symptoms. The therapy was not working and they were having to wear a pad and depends. The stimulator was starting to hurt. If they ran their hand over the stimulator, there was a knot, and if they pressed gently, it burned. They noticed the other night when they turned over in bed and felt it. The symptoms started a couple months ago (2024). Patient services helped patient connect to stimulator. Patient showed they were in MRI mode. Agent asked when they had the MRI and they said (B)(6) 2024. Patient services helped patient deactivate MRI mode.